Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.

Event description:
The lay user / patient from (B)(6) contacted lfs via letter alleging an error 4 message on their one touch verio meter. No further clinical information was provided. The patient did not indicate any symptoms and did not indicate that the received any medical attention due to the alleged issue. The complaint is being reported due to the alleged error 4 message